Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, metallosis, fluid and erosion of the acetabulum, femur and surrounding structures.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After review of the medical records for MDR reportability, the medical records indicated pain, elevated cobalt metal ion levels (no labs), heterotopic ossification, and an osteolytic defect laterally along proximal stem. No metallosis found in revision surgery as alleged. The unknown cup is being changed to stem. Part/lot is being updated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges pain, metallosis, fluid and erosion of the acetabulum, femur and surrounding structures. Update 10/31/16: pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicated pain, elevated cobalt metal ion levels (no labs), heterotopic ossification, and an osteolytic defect laterally along proximal stem. No metallosis found in revision surgery as alleged. The unknown cup is being changed to stem. Part/lot is being updated. The complaint was updated on: 11/23/2016. Update dec 8, 2017: medical records received. There is no new information. This complaint was updated on dec 11, 2017. Update dec 8, 2017: medical records received. After review of medical records for the MDR reportability, in addition to what was previously reported, patient was revised due to implant bearing wear. Revision notes reported a hypertrophied scar tissue. This complaint was updated on dec 12, 2017. Investigation method: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and/or femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination(s). Medical records need reviewed. Medical records reviewed 18 jan 2017, (B)(6). From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information provided. Investigation summary: patient was revised to address pain, metallosis, fluid and erosion of the acetabulum, femur and surrounding structures. Doi: (B)(6) 2008 - dor: (B)(6) 2016 (right hip). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Update 10/31/16: pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicated pain, elevated cobalt metal ion levels (no labs), heterotopic ossification, and an osteolytic defect laterally along proximal stem. No metallosis found in revision surgery as alleged. The unknown cup is being changed to stem. Part/lot is being updated. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and/or femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination(s). Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner and/or femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination(s). Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of medical records for the MDR reportability, in addition to what was previously reported, patient was revised due to implant bearing wear. Revision notes reported a hypertrophied scar tissue.